Event description:
On (B)(6) 2010, patient reported that the black plastic piece broke off of the piston rod. Patient stated while changing the insulin cartridge, the patient noticed that the entire black tip broke off of the piston rod. Patient reported he dropped the black tip and had difficulty finding it. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.